Manufacturer narrative:
The actual device was not returned for evaluation. Therefore, the investigation was based on the user facility information and the device history records. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file found two similar reports with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. Based on the results of the investigation, the cause of the event is unable to be determined. The exact root cause of the event cannot be determined but based on historical analysis of complaints database, it is likely that the bypass tube shifted from its manufacturing position either due to improper opening of the aluminium pouch or mishandling after opening. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures. The issue frequency per historical trending and review of previous complaints indicates potential of this type of occurrence by handling of device at customer's site. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported the bypass tube was already detached. The following information was provided by the user facility: when the component was unpacked to be used, the bypass tube was already detached; the device was not used; a new angio-seal device was used to continue the procedure; the physician had completed the training process on the device prior to this case; the device was unpacked by fully opening the foil pouch on a clear and flat surface all the way from the arrow side to the end; hemostasis was successfully achieved with the second device; there was no other devices or equipment used with the product; and it was reported there was no health damage to the patient.